Event description:
It was reported that during arthroscopy rotator cuff suture, the procedure, the surgeon positioned the anchor on the shoulder through the arthroscopic portal, at the first impact with the hammer, the anchor was disassembled. The procedure was completed with a backup device with no significant delay or other complications. Patient's health condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one 72202895 twinfix ultra 5.5mm suture anchor device used in treatment, was not returned for evaluation. Due to unavailability, the evaluation was limited. If further information becomes available, the complaint may be revisited. Factors that might affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Instruction for use is specific. It contains precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity include: 1) excess torque, leverage or force applied to product. 2) managing suture with sharp instruments. 3) dull drill bit used. 4) incomplete anchor insertion. 5) suture breakage. 6) alternate prep method or instruments used. 7) unanticipated bone condition. 8) torsional overload. 9) loss of axial alignment per instruction for use: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Proper site prep includes pre-drilling which is essential for successful use of the device. Incomplete anchor insertion may result in poor anchor performance¿ the appropriate smith and nephew drill bit and drill guide are each sold separately. Complaint history review indicated no similar allegations for the lot number reported. Batch review for the lot number reported, indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. Product met specifications upon release to distribution.

Manufacturer narrative:
H10. H3, h6. The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the returned device found that it was not returned in its original packaging. The sliding ring, nose cone, and compression spring are separated from the handle assembly. The anchor and shaft have debris. All pieces of the handle do not have signs of physical damage. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.